Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008 the patient presented with lumbar spondylosis l3-4 and l4-5. The patient underwent bilateral l3-4-5 laminotomies, foraminotomies and medical facetectomies, and posterior fusion l4-5 using posterior instrumentation, rhbmp-2/acs, local autograft and ceramic granules. There were no noted complications. On (B)(6) 2010, the patient presented with back and leg pain. Evaluation indicated spinal stenosis at l3-l4 due to overgrown facet joint and ligamentum flavum hypertrophy, and at l2-3 and l1-2, secondary to what appeared to be a large disc herniation in the left lateral gutter. Patient failed conservative treatment. The patient was diagnosed with adjacent level degeneration, lumbar spinal stenosis, and l2-3 disc herniation. The patient underwent bilateral l2-3, l3-4 laminotomies, foraminotomies, medial facetectomies, left l2-3 discectomy, hardware removal l4-5, posterior fusion t11-l4. Additionally per the operative notes, ¿there was bone overgrowth over the l4-5 level which was taken down with some difficulty.¿